Manufacturer narrative:
Per tandem user guide: do not remove the used cartridge from the pump during the load process until prompted on the pump screen. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump housing was damaged making it difficult to load cartridges. Reportedly, the customer was removing cartridge outside the load process. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer¿s blood glucose value. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged hardware issue was verified while the alleged altitude alarm issue was verified in the pump logs; however, no failure was identified.